Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece was returned, measuring roughly 22.58mm x 5.26mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. Additional findings related to customers complaint: failure analysis found the primary failure of instrument hook/spatula broken to be related to the customer reported complaint. The instrument was found to have a broken cautery hook/spatula at the distal end. The hook is bent and not straight like it is manufactured. Common causes of the failure mode broken instrument distal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. The root cause for the failure is attributed to use conditions.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.